Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were some instruments that were damaged and need to be replaced. No patient was present at the time of the event.

Manufacturer narrative:
The returned instrument UDI, 510k # and manufacturer date were updated to the returned instrument. The thoracic radiolucent clamp was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The adjustment screw threads were damaged and there were tool marks around the head of the returned clamp. Physical damaged was observed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were some instruments that were damaged and need to be replaced. No patient was present at the time of the event.